Event description:
A dilation of the duodenal papilla was performed in conjunction with an endoscopic retrograde cholangiopancreatography on a pt with unk medical conditions. A wire guide was advanced into the duodenal papilla and a biliary dilation catheter was passed over the wire guide into the duct. The catheter was removed and the procedure completed. Upon removal of the dilation catheter from the endoscope it was noted the radiopaque band had detached from the distal tip of the catheter. The physician chose to let the band pass naturally. At a later date, during the placement of a biliary stent, the detached radiopaque band was seen in the duct. The pt is in satisfactory condition.